Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had his entire scs system removed due to pocket heating while charging. The patient alleges the replacement le charger did not resolve the pocketing while charging. The skin around the ipg site appeared normal upon evaluation prior to explant. This device was previously reported for this issue in 2012 (reference MFR. Report: 1627487-2012-03321).